Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The flow sensor was reinstalled, and the unit was returned to service.

Event description:
The hospital reported that, during a case when switching to mechanical mode, the ventilator did not start. There was no reported patient injury.